Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, trace paravalvular leak (pvl) was reported. Four days post implant, moderate regurgitation was reported. Five days post valve implant, severe pvl was noted. Subsequently, seven days post valve implant, a non-medtronic valve was implanted valve-in-valve and resolved the regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
Patient information was added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.